Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the valve of the device dislodged and fell inside the patient¿s cavity. It was located and removed and the case was completed. There was no patient injury.